Event description:
Facial swelling, redness (face). A literature article was received on 14-feb-2006 titled: "randomized, double-blind comparison of the efficacy of two hyaluronic acid derivatives, restylane perlane adn hylaform, in the treatment of nasolabial folds (alastair carruthers, m.d. Dermatol surg 2005; 31; 1591-1598). A patient (unknown demographics) experienced a suspected allergic reaction characterized by severe facial swelling and redness 10 days after treatment with hylaform. The patient was treated with an unspecified corticosteroid and antibiotic. The events resolved within 3 weeks. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.